Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to program this pacemaker system into magnetic resonance imaging (MRI) protection mode. Ts confirmed this pacemaker system was conditional for MRI and assisted with programming. The hcp noted the order was for doo only and the patient was programmed voo. The hcp opted to not continue with the MRI and no programming was completed. It was also noted this pacemaker system exhibited a high out of range pacing impedance measurement on the right atrial (ra) channel. No adverse patient effects were reported. This pacemaker remains in service.